Event description:
It was reported that: hosp personnel utilized a home made breathing circuit. The branch of the circuit that they would normally connect to the scavenger was connected to the "apl valve." The pt had a pneumothorax. A chest tube was placed and the pt was discharged 24 hours later with no adverse after affects.